Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not run on battery power. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp, however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: customer did not request service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a